Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, PICC line was removed due to an external fracture being identified on flushing. No other information was provided.

Event description:
It was reported, PICC line was removed due to an external fracture being identified on flushing. Fracture noted at the hub. No harm to patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site marking 2cm, locked with saline, secured with 4fr securacath between 0-2cm then dressed straight along patient's arm. PICC used for antibiotics. Unknown if CT scans were completed or if the PICC experienced any occlusions. Leakage identified by a visible hole outside the patient at the hub. PICC was used for one month. Leak was identified in the patient's home. It is unknown if patient or caregiver maintained the PICC outside of the hospital. There are no xrays for this incident. Catheter site was cleaned with chloraprep (1.5). It is unknown what physical activities patient participated in outside of the hospital. Additional comments: catheter to vein ration 10%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the molded joint and the 0 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, PICC line was removed due to an external fracture being identified on flushing. Fracture noted at the hub. No harm to patient. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: exit site marking 2cm, locked with saline, secured with 4fr securacath between 0-2 cm then dressed straight along patient's arm. PICC used for antibiotics. Unknown if CT scans were completed or if the PICC experienced any occlusions. Leakage identified by a visible hole outside the patient at the hub. PICC was used for one month. Leak was identified in the patient's home. It is unknown if patient or caregiver maintained the PICC outside of the hospital. There are no xrays for this incident. Catheter site was cleaned with chloraprep (1.5). It is unknown what physical activities patient participated in outside of the hospital. Additional comments: catheter to vein ration 10%.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed and was determined to be use related. The product returned for evaluation was one 4 fr sl powerpicc solo catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed in the catheter tubing between the molded joint and the 0 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned; fracture edges which were rounded and polished due to repeated material wear; overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.